Manufacturer narrative:
Hospitalization was not previously selected in error. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. It was reported that the catheter was replaced on (B)(6) 2019. A portion of the old catheter remained implanted as it broke off when trying to remove it. The portion that was removed was disposed of. The patient¿s increased spasticity had been resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8784, lot/serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter, ubd: 05-oct-2020, UDI#: (B)(4) & product ID: 8781, lot/serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter, ubd: 05-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 4,100 mcg/ml of baclofen at 1,163 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported a volume discrepancy occurred on (B)(6) 2019. The expected reservoir volume was 7.5 ml and the actual reservoir volume was 20 ml. The patient had experienced an increase in spasticity. It was reported no environmental factors contributed to the issue. A pump/roller study was performed on thursday (B)(6) 2019. The physician was unable to aspirate the catheter but elected to bolus the catheter because it was their belief that the catheter was epidural, and not intrathecal. It was reported that no interventions had been taken and no interventions would be taken in the immediate future. The patient has been in the hospital due to sepsis from an infection in the sacral area. The patient was formally discharged from the hospital for the sepsis. However, the managing physician for the pump elected to admit the patient following the pump study for observation after bolusing the catheter. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). The rep reported it was thought that perhaps the catheter may have migrated at some point and was not a result of the initial placement. The cause of the catheter not being intrathecal could not be determined. The rep was not aware of any symptoms after the patient was bolused. The patient was still experiencing increased spasticity at the time of the report, (B)(6) 2019. The patient was scheduled to have their catheter replaced on (B)(6) 2019.